Event description:
A (B)(6), female, pt, contacted zoll customer support to report she was receiving battery faults and battery charger faults. The pt was issued a replacement battery charger and battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon investigation, there was thermal damage to the current controlling transistor (q1) on the bedside board. The source of the thermal damage could not be positively identified. The actual failure rate of q1 is well below the predicted failure rate of this component, for the entire history of the device. Device eval of battery pack sn (B)(4)has been completed. The reported problems (battery faults) has been confirmed. Upon investigation there was liquid contamination within the battery pack. The pca had residue/corrosion has not been positively identified but is likely due to liquid ingress. The root cause of the liquid ingress could not be positively identified. No adverse event occurred because of the damaged q1 transistor or contaminated battery pack. The pt received a replacement battery charger/modem and battery pack. Manufacture date: 02/2011; battery pack sn (B)(4).